Event description:
On (B)(6) 2019, we have been informed about an incident with ECG electrodes at guang´anmen hospital of bejing, china. Skintact ECG electrodes (model fs-vb01) were used. The initial report indicated 7 allergies, on 2 male and 5 female patients, age 70-80 years. We have requested for each involved patient a questionaire for investigating the claimed incident. We have received 4 completed questionnaires. Reviewing the 4 received questionnaires it was stated that the skin reactions of these 4 patients have not been treated afterwards. We therefore conclude that these 4 incidents are not reportable. All these 4 incidents occurred with electrodes of the same lot number (190625-0234). We have requested the completed questionnaires for the three remaining incidents. Our distributor has informed us that "I have sent all information on my hand but missed 3 as I can't get them." We therefore have no information to investigate the remaining incidents and we do not know if these had to be treated afterwards.

Manufacturer narrative:
Retained samples of the concerned lot number were inspected visually and tested mechanically. The mechanical tests were performed on 3 retained samples. All tested electrodes were within limits, no failure could be detected. We received to the date (B)(6) 2019 two original closed pouches for further investigation. The returned customer samples of the concerend lot number have been inspected visually and tested mechanically. Mechanical tests were performed on 10 returned customer samples. All tested samples were found to perform within limits. No faults could be detected. It is unknown if and how the skin reaction had to be treated. The incident might not constitute a reportable event. After several requests for further information we have been informed by the initial reporter that "I have sent all information on my hand but missed [information on] 3 [patients] as I can't get them." As no failure could be dected when measuring the retained and returned customer samples and the lack of information no conclusion regarding the cause of the skin injury can be drawn. We therefore close the investigation.

Manufacturer narrative:
Retained samples of the concerned lot number were inspected visually and tested mechanically. The mechanical tests were performed on 3 retained samples. All tested electrodes were within limits, no failure could be detected. The customer was stating that customer samples of the concerned lot number will become available for further testing. We will relay any further information and conclusion in a follow up report.

Event description:
On november 04th, 2019, we have been informed about an incident with ECG electrodes at (B)(6). Skintact ECG electrodes (model fs-vb01) were used. The initial report indicated 7 allergies, on 2 male and 5 female patients, age 70-80 years. We have requested for each involved patient a questionaire for investigating the claimed incident. We have received 4 completed questionnaires. Reviewing the 4 received questionnaires it was stated that the skin reactions of these 4 patients have not been treated afterwards. We therefore conclude that these 4 incidents are not reportable. All these 4 incidents occurred with electrodes of the same lot number (190625-0234). We have requested the completed questionnaires for the three remaining incidents. Our distributor has informed us that "I have sent all information on my hand but missed 3 as I can't get them." We therefore have no information to investigate the remaining incidents and we do not know if these had to be treated afterwards.